Manufacturer narrative:
The device has been evaluated. The analysis indicated the following: pre-repair temperature test, after 1 minute @ 60k rpm: front= 88f, rear= 83f and t ambient= 78f. The collet is running too noisy. Collet temperature after 1 minute= 120f. The collet assembly has to be replaced. The collet assembly has been replaced. The indigo hand-piece has been successfully tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device was returned for analysis. Evaluation of the device is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the motor gets overheated. There was no patient injury.